Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed a leak from the modular chemistry (mc) sample probe of the unicel dxc 800 synchron system (dxc 800). Customer reported that the issue started with mc sample obstruction error messages, caused by a sample containing fibrin. Customer reported that they attempted to flush and clean the probe but was not able to remove the obstruction. Customer reported that they then replaced the sample probe. Customer reported that the mc sample probe did leak before and after replacement. Customer reported that the volume of the leak was 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the on-site biomedical technician traced a line from the sample probe to the pump and found an occlusion in the line to the valve. Customer reported that the biomedical technician disconnected the line, evacuated the occlusion and reattached the line.

Manufacturer narrative:
(B)(4).